Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 20 synergy¿ stent was advanced to treat the lesion. However, upon advancing the device through the non- bsc guide catheter, the device stopped advancing. The device was removed and it was noted that the middle part of the stent was lifted. The procedure was completed with another 4.0x24 synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the center strut lifted on one side and pulled in a distal direction. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 20 synergy stent was advanced to treat the lesion. However, upon advancing the device through the non- bsc guide catheter, the device stopped advancing. The device was removed and it was noted that the middle part of the stent was lifted. The procedure was completed with another 4.0x24 synergy stent. No patient complications were reported and the patient's status was good.